Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
The patient complained of radicular pain following an si joint arthrodesis in (B)(6) 2015. The surgeon determined through CT scans that the most cephalad implant had breached the neuroforamen and was irritating the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cephalad implant. The explant hole was not filled with bone graft. No other preexisting implants were adjusted or removed. The patient is "doing better" following the revision surgery with lessened pain complaints.